Event description:
Ventilator dependent child required tracheal suctioning; devilbliss suction unit (model #7314p-d) utilized for suctioning; during tracheal suctioning, machine automatically shut off and lost suction power; had to switch to another devilbliss suction unit (model #7305d-d) in order to clear the secretions.